Event description:
The male patient received a precise stent in the left internal carotid artery. The email received for the study indicated that approximately 7 months post-procedure, the patient died at home while receiving home hospice. The exact cause of death is unknown.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.